Event description:
It was reported that the 9600+ system gave a "bad iris pot" error message. The c-arm had to be replaced by another unit to complete the case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the collimator. System operates as intended.